Event description:
End user hosp is furnished with a convenience kit containing a 72" chambered fluid delivery set. When priming and setting up the saline bags, they are getting air into their system and are having difficulty de-bubbling. There has been no pt injury.